Event description:
(B)(4) received a report stating the patient was utilizing the ventilator and the desired volumes were not being achieved. Upon troubleshooting, it was noticed that the closed suction catheter device had a crack. The crack was located where the ventilator attaches to the swivel elbow. The suction catheter was in use for 30 minutes or less before the crack was observed. The catheter was then removed and replaced with another catheter. There was no reported patient injury due to this incident and the patient continued to receive ventilator support due to his critical condition. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).